Manufacturer narrative:
No testing has been performed as the resolution was confirmed on-site. No parts were replaced or returned to the manufacturer for evaluation. Resolution confirmed on call.

Event description:
A medtronic representative reported that while in a cervical spine procedure, the imaging system displayed, "system booting, please wait" for approximately 5 minutes. The site shutdown the image acquisition system (ias) and mobile view station (mvs) and then turned them on together. The issue was resolved. There was a reported delay to the procedure of 10 minutes as a result of this issue and no impact on the patient outcome.